Event description:
Case description: synopsis: this is a follow-up #1 supplemental serious device report in which factory batch retains investigation results were received on 08-mar-2007. The consumer reported that her daughter used the wrap and rec'd third degree burns, a huge blister, and the area was red and throbbing. Treatment included debridement two times by her doctor and silver sulfadiazine 1% cream with daily dressing changes. Follow-up revealed that area was still painful, but healing. Narrative: a consumer reported that her daughter used thermacare pain relieving heatwraps, neck wrap 1 applied for five or six hours on her calf, directly on the skin, 1 /day for 1 day in 2006 to get some warmth on a muscle she "pulled in softball". She reported that her daughter experienced a third degree burn that was about two and a half inches by four inches wide on her leg; the burn site was red and then developed a huge/humongous blister. The consumer reported that her daughter's burn had been debrided twice in her pediatrician's office; the area was not infected, but had to be watched closely. The huge blister had to be taken off and treatment included applications of prescription silver sulfadiazine 1% cream and daily bandage changes; the area was still really red and throbbing and her daughter was in real agony. She stated that her daughter was in constant pain all the time and she could barely walk; she mentioned that her daughter who was in middle school had to miss her first softball game, a dance and "everything in her whole life" since she was burned. Past medical history included: allergy - none reported, medical history - none reported. Concomitant medications included: none reported. Exact product used previously: yes - on her leg, shoulder and arm. No further information was provided.

Manufacturer narrative:
Quality, making, packing, and other records were reviewed and no unusual occurrences were noted. Retained samples were checked and appeared normal. The actual product used by the consumer was not returned for evaluation, therefore, we are unable to determine if the burn was due to a product defect. Center follow-up phone call: the consumer reported that her child continued to have a lot of pain and was continuing to receive daily dressing changes that included the use of an unspecified "salve". No further information was provided. Two days later, safety follow-up phone call to consumer: the consumer reported that her daughter was better than she was; the area did not get infected, but it was very large and still painful, but it was healing. She reported that her child had been in pain for two weeks and the experience was very hard and really horrible for her daughter. She mentioned that the area was debrided "by cutting it" and during course of treatment they had "gone through tons of gauze and rolls of tape". The consumer stated that "we are on the other side of it finally" and it had been "a bad thing". No further information was provided.